Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, upon opening the package, it was noted that the clip prematurely deployed, appearing bent; thus, the clip could not be opened. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.